Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that the tips on the pk dissecting forceps instrument would not meet. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grips to be damaged and bent which caused side to side misalignment of the grips. There was an 0.046 offset at the tips. The bent grip exhibited a separation of the yaw pulley and the pulley cover at the glue joint, likely caused by overloading at the tip. The instrument passed the electrical continuity test. Failure analysis investigation also found the instrument's pitch cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The other cables at the wrist of the instrument were undamaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.